Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim tube that wouldn't register the vocal 2 electrode on the machine [nim], hcp tried multiple machines and then decided that it was probably an issue with the tube. After anesthesia changed the tube, it worked right away so hcp was able to proceed with the surgery. There was no known patient impact in this event.

Manufacturer narrative:
H3: the device and an open pouch were returned in a (double) resealable bag. There was no damage noted in the construction of the returned device. However, there were traces of contamination observed on the cuff and traces of voids found in all 4 trace pads. The area around the clamp shell had a transparent residue and it was sticky. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 11.7 ohms (blue), 22.8 ohms (blue with white stripe), 21.2 ohms (red), and 13.3 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. All 4 silver traces were manipulated and bent to the 90° position and resulted in passing. There were no issues recorded during the electrical/functional testing of the returned device. The complaint was not confirmed; no out of specification condition was observed. Previous codes b17 and c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.